Event description:
It was reported the patient had surgery to revise their neurostimulator and tined lead. Initially, the patient reported a solid red light on their remote control. The therapy support specialist (tss) did speak with the patient and verified that the patient had a solid red light on their remote control. The tss switched from program 1 to program 2 and the light remained. The clinical specialist spoke with the patient, and they were sent for x-rays. The patient had high impedance, and they needed a new device. There was no patient complications reported.

Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006. UDI for concomitant product, tined lead: (01)10810005340141(11)230406(17)260406(21) al1k431513.

Manufacturer narrative:
Block d2b: product code: additional product code qon. Block d4: UDI for concomitant product, tined lead: (B)(4). Block g4: premarket / 510(k) #: additional premarket / 510(k) # p190006. Block h11: investigation details: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. Based on the information provided, the most probable cause of the reported issue cannot be established due to lack of evidence. Since the investigation findings do not clearly confirm the presence or absence of the reported problem with the device, the investigation conclusion code selected for this complaint is unable to exclude device problem.

Event description:
It was reported the patient had surgery to revise their neurostimulator and tined lead. Initially, the patient reported a solid red light on their remote control. The therapy support specialist (tss) did speak with the patient and verified that the patient had a solid red light on their remote control. The tss switched from program 1 to program 2 and the light remained. The clinical specialist spoke with the patient, and they were sent for x-rays. The patient had high impedance, and they needed a new device. There was no patient complications reported.